Manufacturer narrative:
Patient age, date of birth, and weight not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown surgical procedure on (B)(6) 2018, while drilling for insertion of a 3.5mm cannulated screw with the 2.7mm drill bit on the 1.1mm non-threaded guide wire, the guide wire split. A fragment of the broken wire remains in the patient. This report is for one (1) 1.1mm non-threaded guide wire. This is report 1 of 1 for (B)(4).

Event description:
It was reported that the guide wire was left in the patient¿s bone, not in joint space.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: UDI complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.